Manufacturer narrative:
The user facility did not request service on the sys as there was no malfunction of the device. The sys has continued in use since the event with not issues reported. A review of the device history records was performed and no exceptions were found.

Event description:
A report was rec'd from a user facility in the USA stating during phacoemulsification to remove the lens nucleus, which was found to be extremely dense, very high settings were required and a small capsule tear occurred during the procedure and a quadrant of the lens nucleus dropped into the vitreous chamber. Once all of the other quadrants of the lens nucleus were removed, a mechanical anterior vitrector was then used to remove vitreous. There was found to be aspirate hyalosis and eventually the quadrant of nucleus that dropped came up to the vitrector. Using viscoelastic, it was then removed using phaco. Add'l vitrectomy was performed until there was no vitreous in the capsular area or anterior chamber. The incision was then enlarged to 3mm and the iol was inserted in the sulcus and the optic was prolapsed into the capsular bag, so that it would be captured. The pt left the operating room in stable condition.